Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/very painful/too painful') and device breakage ('fragments of essure device') in an adult female patient who had essure (batch no. 111850- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cerebral palsy, attention deficit disorder, ovarian cyst, hypertension, obesity, abdominal pain, anaemia, antepartum, ovarian cyst, paratubal cyst, pelvic pain female and uterine bleeding. Essure confirmation test and that she no longer needs the depo shot. Previously administered products included for an unreported indication: prenatal from 2013 to 2014, lisinopril, adderall, naproxen, maxalt, albuterol and namenda. Concurrent conditions included hypertension since 2016, ovarian cyst since 2014, obesity, asthma, depression, obesity, muscle spasms, withdrawal bleeding irregular, elevated bp and upper back pain. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2014 to 2017, lisinopril from 2015 to 2016, medroxyprogesterone acetate (depo provera), memantine hydrochloride (namenda) from 2014 to 2015, minerals nos; vitamins nos from 2013 to 2014, naproxen from 2014 to 2015, rizatriptan benzoate (maxalt) in 2017 and salbutamol (albuterol) since 2014. In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary tract infection ("infection urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2014, the patient experienced vaginal infection ("infection vaginal") and cystitis ("infection bladder"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal distension ("it makes my left side swollen"). The patient was treated with surgery (removal of essure and laparoscopic bilateral salpingectomy with removal of essure devices, hysteroscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal infection, urinary tract infection, cystitis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge and weight increased had not resolved and the device breakage and abdominal distension outcome was unknown. The reporter considered abdominal distension, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Pathology test - on (B)(6) 2020: fragments of essure device grossly identified. Fallopian tube wit paratubal cyst.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-nov-2020: mr received: event device breakage ,removal date, action taken with drug, medical history, lab data, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/very painful/too painful') and device breakage ('fragments of essure device') in an adult female patient who had essure (batch no. 111850- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cerebral palsy, attention deficit disorder, ovarian cyst, hypertension, obesity, abdominal pain, anaemia, antepartum, ovarian cyst, paratubal cyst, pelvic pain female and uterine bleeding. Essure confirmation test and that she no longer needs the depo shot. Previously administered products included for an unreported indication: prenatal from 2013 to 2014, lisinopril, adderall, naproxen, maxalt, albuterol and namenda. Concurrent conditions included hypertension since 2016, ovarian cyst since 2014, obesity, asthma, depression, obesity, muscle spasms, withdrawal bleeding irregular, elevated bp and upper back pain. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2014 to 2017, lisinopril from 2015 to 2016, medroxyprogesterone acetate (depo provera), memantine hydrochloride (namenda) from 2014 to 2015, minerals nos;vitamins nos from 2013 to 2014, naproxen from 2014 to 2015, rizatriptan benzoate (maxalt) in 2017 and salbutamol (albuterol) since 2014. In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary tract infection ("infection urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2014, the patient experienced vaginal infection ("infection vaginal") and cystitis ("infection bladder"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal distension ("it makes my left side swollen"). The patient was treated with surgery (removal of essure and laparoscopic bilateral salpingectomy with removal of essure devices, hysteroscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal infection, urinary tract infection, cystitis, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge and weight increased had not resolved and the device breakage and abdominal distension outcome was unknown. The reporter considered abdominal distension, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Pathology test - on (B)(6) 2020: fragments of essure device grossly identified. -fallopian tube wit paratubal cyst. Lot number reported 111850 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.